Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error message. A root cause investigation into this event has determined the likely cause to be associated with the disposable summit tips manufactured by hamilton. No death or serious injury was associated with this incident.